Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be submitted.

Event description:
Report received from the USA stating that the device was "coming apart pins sticking out." It is known the device was being used during surgery. It is also known that there was no pt/user injury; however, it is unk if there was any medical intervention or surgical delay related to this event. No add'l info available.